Manufacturer narrative:
The user facility stated that the employee did not review the expiration date on the s40 sterilant concentrate cup before it was placed in the system 1e. The user facility confirmed that only one cup of expired sterilant was utilized in the system 1e. User facility personnel inspected s40 containers on-hand for expired sterilant and destroyed one additional expired s40 sterilant cup upon discovery. The system 1e operator manual states (pp. 3-2), "always read the package insert for s40 sterilant concentrate for detailed information, including warnings and precautions, directions for use, storage conditions and expiration date, emergency and safety information, and sterilant container disposal instructions." The s40 sterilant concentrate directions for use states: "check that the manufacturer's expiration date has not lapsed. Do not use the s40 sterilant concentrate container past the manufacturer's expiration date." The system 1e operator manual further states (pp.7-2), "do not use s40 sterilant concentrate past the expiration date printed on the carton." The system 1e operator manual states: "operation of the processor-step 3: add s40 sterilant concentrate. Carefully inspect the carton containing the s40 sterilant concentrate for evidence of damage or expiration. Note: if the sterilant carton is damaged or expired do not use the container; refer to package insert for s40 sterilant concentrate or section 3 of this manual for disposal instructions for partially filled, leaking, damaged, or expired containers and the required use of additional ppe." Steris will offer in-service training on the proper use and handling of s40 sterilant concentrate. Devices cannot be assured to be properly processed unless in accordance with system 1e/s40 sterilant concentrate instructions for processing and use. Steris does not ship s40 sterilant concentrate within three months of its expiration date. Per steris customer service records, the s40 sterilant concentrate was shipped to the customer on 11/3/2017. The user facility is performing an internal investigation to determine how expired sterilant was utilized and prevent this event from recurring. No additional issues have been reported.

Event description:
The user facility reported that expired sterilant was utilized in a system 1e processing cycle. A scope was present and was subsequently used in a patient procedure. No adverse effects have been reported by the patient post-procedure.

Manufacturer narrative:
A steris account manager offered in-service training on the proper use and handling of s40 sterilant concentrate however, the user facility has declined. No additional issues have been noted.